Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he didn¿t have any pain after the implant surgery. The patient stated he believes the implant has slid out of the pocket and it had been causing him pain for the last two months. The patient was directed to follow-up with their healthcare provider to have the implant checked. The patient noted the healthcare provider had a cat scan scheduled for tomorrow.